Event description:
It was reported that the patient presented with progressive cervical cord instability c2 through c7 with syringomyelia and increasing defects, c6 quadriplegia with progressive deficit, cervical syrinx and cervical cord compression. The patient had progression from his baseline c6 quadriplegic status with weakening of the remaining function in his upper extremities as well as some breathing difficulties. The patient underwent an acdf c2-c7 with c4 and c5 corpectomy, and partial c3 corpectomy using interbody devices, rhbmp-2/acs, vertebral body replacement and an anterior plate. During the procedure, there was an incidental durotomy at approximately c5 which was repaired with suture and duragen. Postop, the patient developed anterior neck swelling with focal hoarseness, mild dyspnea and presumed cerebrospinal fluid leak. Two days post-op, an MRI indicated "severe deformity involving the cervical spine, likely related to old trauma. Patient is status post anterior fusion from c3 down to approximately c6. There is extensive metallic artifact in this region. Severe thinning with atrophy of the cervical cord from c4 down to c6. More proximally to the severe atrophy and thinning, there is a small syrinx in the cervical cord. Additionally, more distally in the cervical cord at the level of c6, there is evidence for a small syrinx as well. Fluid collection posterior to the thecal sac as described above at approximately the level of c4 and c5, but a differential among other etiologies include traumatic meningocele, old blood or seroma." X-ray 4 days post-op indicated "large prevertebral fluid collection with air or gas bubbles extending anteriorly to the right between the sternocleidomastoid muscle and pharynx. The differential diagnosis for this fluid is seroma, pus, transudate or csf." A CT scan was interpreted to show "a large prevertebral fluid collection containing air or gas bubbles. This tracks to the right and anteriorly between the pharynx and the sternocleidomastoid muscle. The fluid collection displaces the right sternocleidomastoid muscle and the carotid sheath posteriorly. The differential diagnosis for this fluid collection includes csf, pus, or seroma. The right submandibular gland is indistinct due to surrounding inflammatory or granulation tissue. The prevertebral fluid collection extends from c2 to approximately t2 or the lower t1. It displaces the esophagus anteriorly. The vallecula are asymmetric. The right is smaller than the left. The epiglottis is difficult to delineate and is obscured by secretions. The prirform sinuses are closed or compressed by the fluid collection compressing the posterior aspect of the pharynx. The oropharynx is compressed by the prevertebral soft tissues. The supraglottic airway is narrow." The patient underwent surgery to place a lumbar drain, explore the anterior neck and drain the postoperative (csf) fluid collection. Per the operative notes, "when the platysma was opened, the csf issued under pressure. The platysma was opened and all csf was drained.' No complications were noted. At 13 days post-op, the patient underwent a posterior fusion c2-c7 with rhbmp-2/acs and placement of a csf shunt.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
T was reported that on (B)(6) 2005 the patient presented with following preoperative diagnosis : 1. C6 quadriplegia with progressive deficit. 2) cervical syrinx. 3) cervical cord compression. The patient underwent the following procedures:1) partial c3 corpectomy with c4 and c5 corpectomies. 2) c3 through c6 interbody fusion with cage and bone morphogenic protein. 3) c3 through c6 anterior plating instrumentation.4) c6-c7 anterior cervical discectomy 5) c6-c7 anterior interbody arthrodesis with biomechanical implantable allograft device and bone morphogenic protein. 6) anterior cervical plating instrumentation, c6-c7. 7) intraoperative fluoroscopy for localization. 8) operative microscope for microsurgical technique. Per-op notes: an 11mm biomechanical implantable allograft device was sized appropriately, filled with bone morphogenic protein, and inserted into the distracted disk space. A 30mm cage was filled with bone morphogenic protein and inserted into the distracted space, distraction posts had been placed into c3 and caudal aspect of c4 through c6 fusion mass.